Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 21jan2019. The field service engineer (fse) evaluated the device and verified the reported condition. The ventilator was plugged into alternating current (ac) and it powered up. When the ac power cord, the device shutdown. The device did not switch to battery back up. The battery volts were checked and it was reading 8.4. The fse replaced the battery to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator would not run on battery power. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified.

Manufacturer narrative:
B4: 07may19. G4: 05apr19. Correction h10: the field service engineer (fse) evaluated the device and verified the reported condition. The ventilator was plugged into alternating current (ac) and it powered up. When the ac power cord was unplugged, the device shutdown. The device did not switch to battery back up. The battery volts were checked and it was reading 8.4. The battery was disposed at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.